Manufacturer narrative:
(B)(4). The customer returned one unopened representative sac set for evaluation. Visual examination of the kit revealed 3 kinks/bends in the guide wire and corresponding bends in the packaging. However, it cannot be determined whether this damaged occurred during return transit to teleflex as this was a representative sample. The words "do not bend" were clearly printed at the top of the lidstock. The guide wire contained three kinks/bends 40 mm, 90 mm, and 180 mm from the distal end. The total length of the returned guide wire measured to be 350 mm which is within specifications of 345-355 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.514 mm which is within specifications of 0.508-0.533 mm per product drawing. The returned guide wire was advanced through the returned needle and catheter with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing of spring-wire guide." The customer report of a guide wire kinked in use could not be confirmed based on the representative sample received. The representative guide wire contained three kinks/bends; however, it could not be determined whether this occurred during return shipment to teleflex. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. The probable cause could not be determined based on the representative sample provided and without the actual sample to evaluate. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: the spring wire guide was "crooked" during patient use. No patient injury or complication reported. Another device was used. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide was "crooked" during patient use. No patient injury or complication reported. Another device was used. The patient's condition is reported as fine.